Event description:
It was reported to tyco healthcare/kendall in late 2007 that a customer had a problem with a dual lumen PICC. The customer reports that an infant most likely pulled on the device causing it to break. The device was inserted into the scalp of the pt and may have been secured with steri-strips although the customer cannot confirm this. The device was in use for 16 days. A second device was used. No ill effect to the pt. The sample is being sent for eval.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.